Event description:
Complainant alleged that when the autopulse® resuscitation system was brought back to the office it displayed a user advisory ua7 (discrepancy between load 1 and load 2 too large) message, that was unable to be cleared. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the platform displaying a user advisory 7 fault (discrepancy between load 1 and load 2 too large) was confirmed based on review of the archive. The archive data shows multiple ua 7 faults occurring including on the reported event date of (B)(6) 2013. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 7 is an indication that the autopulse® has detected that the patient may be out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Note: utilizing the shoulder restraints may help prevent changes in patient alignment. Further inspection of the platform identified the cause to be a defective load cell. Upon replacement of the load cell, the platform passed all testing criteria.